Manufacturer narrative:
Patient code corrected, (B)(4) removed. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that she was experiencing pain. The patient reported that the "implant hurt her" and that she could feel a "dull-thud" from the ins when stimulation was turned on, increasing stimulation did not change this sensation. The patient also stated that the ins would sometimes "catch on a porch swing." The patient was advised to follow-up with their healthcare provider. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.